Event description:
On (B)(6) 2012, pt reported his blood glucose elevated to 21 mmol/l (378 mg/dl) due to insulin leakage from the adapter. His normal blood glucose is 7-8 mmol/l (126-144 mg/dl), and it had been elevated for a few days. He treated hyperglycemia by delivering insulin via the infusion device. Pt disconnected the infusion set from his body and primed 75 units of insulin, and no insulin came out of the infusion tubing. He removed the cartridge and confirmed there was insulin in the cartridge, and no insulin had spilled into the infusion device. He reported the adapter was new and being used within specification and was damp with insulin, he completed the prime procedure for the fourth time, and insulin flowed from the infusion set. Pt believes the adapter leaked insulin and this was possibly a cause of his hyperglycemia. He changed the adapter, cartridge, and infusion set and completed a prime, and this was immediately successful. The infusion set, cartridge, and adapter were requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.